Manufacturer narrative:
It was reported that a patient was implanted with two prodisc c vivo implants at levels c3-4 and c6-7 on (B)(6) 2023. Patient may have had a slip and fall trauma that resulted in a fracture in the device. This lead to increased neck pain with kyphosis postering. The implant was removed (B)(6) 2023 and replaced with a cage and plate system. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was returned to exponent for third party device evaluation. Exponent will complete the evaluation based upon their approved report protocols. It was confirmed that a removal took place due to an implant fracture that was caused by patient trauma. No other anomalies associated with the complaint were found during the investigation. The submission is 2 of 2 devices involved in this event.

Event description:
Patient was implanted with two prodisc c vivo implants at levels c3-4 and c6-7 on (B)(6) 2023. Patient may have had a slip and fall trauma that resulted in a fracture in the device. This lead to increased neck pain with kyphosis postering. The implant was removed (B)(6) 2023 and replaced with a cage and plate system.